Event description:
The patient used the suspect device to check pt's blood glucose. Pt obtained a reading of 486mg/dl and then took an additional 5 units of 70/30 insulin. Pt then fell asleep. Family member called the paramedics. The paramedics arrived and used thier own equipment to check pt's blood glucose and they obtained a result of 50mg/dl. Pt was transported to the hospital and a lab draw result was 25mg/dl. Pt was treated for low blood glucose with a glucose IV and released. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.